Manufacturer narrative:
Philips has investigated this complaint. The remote call centre received a call from the field service engineer (fse) and got wrong support team. Guided fse to call the appropriate nss help desk. No failure was identified, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse called and got wrong support team. Needed nss support and was redirected to call the nss. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was issue with the host pc. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.